Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. After the puncture, the faradrive was inserted, and the dilator was removed upon reaching the left atrium. When aspiration was performed at that time, the air could not be removed despite performing aspiration several times. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device was contaminated, won't be returned.